Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was fractured and the screen was completely cracked while the user was out of town, and a replacement was arranged for delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.